Manufacturer narrative:
The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Twenty days after the onset of event, antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. It was reported that the patient was hospitalized on the same day as the onset. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.